Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, postoperative to colon surgery, when removing the reload from the adapter, the reload broke inside. There was no patient injury.